Event description:
It was reported that a bd ultra-fine¿ ii insulin syringe had clear liquid flow into the needle when moving the plunger.

Manufacturer narrative:
Investigation summary: customer returned (3) 1/2cc, 8mm, 30g syringes in an open poly bag from lot # 8036887. Customer states that a clear liquid flows into the needle tip of 3 syringes. All returned syringes were examined and no foreign matter was observed in or on any of the samples. Also, no foreign matter came out of the syringes when fully depressing the plunger rod. However, the photos were examined and exhibited a clear material on the cannula shaft. The identity of the clear material cannot be determined from the photos. A review of the device history record was completed for batch# 8036887. All inspections and challenges were performed per the applicable operations qc specifications. There were zero notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. Possible root cause cannot be determined as the identity of the clear material cannot be determined form the photos.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd ultra-fine¿ ii insulin syringe had clear liquid flow into the needle when moving the plunger.